Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided material number 305185 and lot number 0164131. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, one hundred eighty two samples and four photos were received for evaluation by our quality team. Of the physical samples received, one hundred eighty came in sealed packaging blisters and two came in open packaging blisters. The samples were inspected with a 10x magnifier lens. One of the samples in an opened packaging blister has plastic flash at the outer edge of the needle hub base. It is not loose, 1/64" long and is within specification. The four photos provided show the sample received. Based on the investigation results, the samples received did not show the symptom reported by the customer. H3 other text : see h.10.

Event description:
It was reported that 2 needles 18x1-1/2 rb tw experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 305185 batch no: 0164132. Customer reporting precision glide needles with a piece of plastic sticking out of them. They also found a piece of material in a compound sterile product and they think it may be a broken off piece of plastic from our needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. (B)(4). Investigation summary: a device history record review was performed for provided lot number 164131. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, 182 physical samples were received for evaluation by our quality team. 180 samples came in sealed packaging blisters and 2 came in opened packaging blister. The samples received were inspected with a 10x magnifier lens, and one of the samples that came in an opened packaging blister has string of plastic at the outer edge of the needle hub base. It is not loose and measures s 1/64" long. In addition. 4 samples were provided and they show the samples received. The cause for this defect could not be determined. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. One sample out of the 182 samples received has a plastic flash that it is acceptable. The specification is up to 0.015" acceptable.

Event description:
It was reported that 2 needles 18x1-1/2 rb tw experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 305185, batch no: 0164132. Customer reporting precision glide needles with a piece of plastic sticking out of them. They also found a piece of material in a compound sterile product and they think it may be a broken off piece of plastic from our needle.